Event description:
It was reported that the subject device presented a malfunction error. The issue was found before a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - objective lens was chipped. - light guide adaptor was frayed. - serial ring was loosened. Based on the results of the investigation, no problem was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.